Manufacturer narrative:
Section 'device' information references the main component of the system and other applicable components are: product ID: 3708660, serial# unknown, implanted: (B)(6) 2020, product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that patient was scheduled for a right side dbs system implant but it was discovered on CT that there was an abandoned extension from a previous right side implant. The surgeon removed the abandoned extension. The issue was resolved at the time of the report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with a neurostimulator (ins) for parkinson¿s dual, movement disorders. It was reported that a health care professional was calling in for the patient and stated that their previous dbs stimulator was removed for infection and they would be going through getting re-implanted in march. There were no further complications reported.